Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient (age & gender unknown) the device failed to charge the energy past one joule. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. During subsequent testing of the device at the facility's biomed department, the device displayed a "defib fault 78" message.